Manufacturer narrative:
Date of event: exact date unknown, event occurred in approximately earlier this year of 2022.

Event description:
It was reported that the patient had difficulty in maintaining the charge of the battery. The patient underwent a battery replacement procedure and patient was doing well post operatively. The explanted product was disposed at the hospital.